Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the product breaks during operation. To aid in the investigation, two hundred twenty-five samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were randomly selected for investigation. A visual inspection was performed with 30x magnification. No defects, imperfections or damages were observed. A device history record review was completed for provided material number 305127, lot 4081101. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305127. Batch#: 4081101. Verbatim: rcc received a complaint via email. Breaks during operation. Additional info: thank you for your reply. Unfortunately, I do not have any additional information available to me to provide regarding these return requests.